Event description:
The iab was inserted into the pt on 8/28/98 at 10:55 a.m. And removed on 8/29/98 at 2:35 p.m. The iab did not malfunction. The pt had major ischemia and surgery was required. The iab was not returned to datascope. (Event complications: major ischemia - reported 9/9/98.) (Pt's current status: discharged - reported 9/9/98.)